Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is (B)(4). The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Examination showed that the sample had been cut at 18,8 cm into two pieces. A microscopic examination of the diagonally, v-shaped damage showed typical signs (striae) for a cut with a sharp instrument. Because of fibrines, especially at 12,5 cm from distal, we could say that the catheter had been placed. This defect could not have happened prior to insertion, as described. We assume that the catheter tube had been torn back through the needle and got damaged. A review of the complaint database was performed. Our record indicates this is the only complaint received for lot 110214ga. In the instructions for use (IFU) for this product there is a statement: important caution, "at no time should the catheter be withdrawn back through a splitting needle". Corrective action: no corrective action at this point in time. However, both vygon (B)(4)and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Immediately prior to insertion into an infant a PICC snapped breaking into two pieces. The nnp went to remove the introducing needle from the PICC, and the line snapped. The catheter was in a sterile, unopened package as the nnp lifted it out of the package it snapped into two pieces.

Manufacturer narrative:
Initial reporting of this product problem was from FDA via a medwatch submitted by the user facility. This report is (B)(4). While this device was not returned to vygon, the details of this product problem will be part of the complaint investigation. The results of this investigation are still pending, and will be communicated to the FDA within 30 days of its conclusion via follow-up MDR,

Event description:
Immediately prior to insertion into an infant a PICC snapped breaking into two pieces. The nnp went to remove the introducing needle from the PICC, and the line snapped. The catheter was in a sterile, unopened package as the nnp lifted it out of the package it snapped into two pieces.